Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code that the battery voltage was too low for the projected remaining capacity. Boston scientific technical services (ts) discussed with the physician that device replacement was recommended as it appeared the battery was depleting faster than anticipated. On the day of the change-out the field representative was unable to interrogate the device or establish telemetry via wand or through radio-frequency, and no tones were emitted from the the device when a magnet was applied. The device was successfully explanted and a new generator was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. It was noted that telemetry could not be established with the device and there was no pacing output. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. It was determined that cell was found torn and a latent current leakage path had occurred within the battery itself, resulting in a depletion of the battery. The field observations were confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.